Event description:
"Pt with a history of dementia was admitted with electrolyte imbalance and uti in 2005. Four days later pt was found on the floor and determined to have a right intertrochanteric fracture of femur."